Event description:
In this event it is reported that patient had allergic reaction to wearing of nontemplate aligner arch. The patient experienced an allergic reaction to orthodontic aligners, including tightness in throat, burning sensation in throat and lungs, and a slight cough. Onset of symptoms occurred almost immediately, peaking after 2 days of aligner wear and resolved within 3-4 days of discontinuing use. The patient saw their dentist and took zyrtec for the allergic reaction. The patient also saw an allergy specialist where they were tested for allergy to the aligners via patch test; the results of the allergy test to the aligners was positive. No additional medical intervention was required. The patient has known allergies to potatoes, hazelnut, dairy products, augmentin, amoxicillin, cats, dogs, roaches, cobalt, chloride, colophony, gold sodium, methyl methacrylate, and ethylene glycol di-methacrylate. The type of gloves used in the dental practice (e.g. Latex, powder-free, nitrile) was not provided.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Investigation results: failure mode: allergic reaction. Root cause: no defect proven - no defect proven during the manufacturing process. Conclusion code: evidence: event caused by patient conditions/factors. - in the evidence provided (allergic reactions checklist), the patient declares that he suffers from allergies to some foods, medications (drugs), pets, and other allergies, through testing after an allergic reaction to trays patient resulted in allergic to some chemicals among which he mentions the following ones: - cobalt (ii); - chloride; - ammoniated mercury; - colophony; - ethyleneglycol dimethacrylate; - methyl; - gold sodium. DHR evaluation: we reviewed the DHR for this so-sr04171373 / patient ID# (B)(6) / practice ID# 17675 qty. (B)(4) items assy-500011 (aligners), and 2 items assy-500010 (template), were packaged by of first shift by auto bag and box operation on march 10, 2024, manufacturing supercell sc1, equipment pua-07. The sales order was inspected and met with the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material used to manufacture this so-sr04171373. · raw material: part-501019 / lot# 233742 / qty. Received = (B)(4) rolls, inspection date: august 04, 2023. · the material was found to be acceptable for use in the manufacture of the sure smile product.